Manufacturer narrative:
A ge service rep performed an onsite investigation. The fe found frame grabber error message in the system log file. The frame grabber was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a camera error after boot up which prevented fluoroscopy. This would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.